Event description:
It was reported that a malfunction alarm with code "malf 0" was displayed on the pump. There was no reported impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and contact technical support if the issue reappears, and acknowledged understanding the instructions.